Event description:
Information was received from a company representative regarding a patient receiving baclofen (unknown) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the physician was trying to do a refill and thought there might be air in the pump. Technical services reviewed the steps to release air from the reservoir. The company representative did not have further information at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.